Manufacturer narrative:
Any device malfunction during treatment can potentially lead to a user electing to perform a repeat endometrial ablation, which can pose a serious risk to health.

Event description:
Device functioned normally through power on, pre-deployment, initial inflation, and safety checks. At 54 seconds into treatment, the device lcd screen showed error code 003. The device was removed from the patient and vented, the procedure was terminated, and the patient was discharged. It was noted that the physician had performed a d&c prior to using the device, and that, after the device was removed and vented, there was serosanguinous fluid on the battery door and in the battery compartment. Based on the results from analysis of the device log and inspection of the returned device, the error code 003 malfunction appears to have been due to fluid contamination shorting the programming connector of one of the flexible circuit boards.